Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Investigation summary: no samples were returned, but 2 photos were received for investigation. One clear foreign matter was observed on the cannula. A device history record could not be completed as no lot number was received. Investigation conclusion: able to confirm customer experience based on the photo received. Root cause description: no sample was returned for investigation, hence unable to confirm the type of foreign matter. Root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned. Rationale:the complaint will continue to be tracked and monitored. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that foreign debris particles were found in the fluid pathway of the needle blunt 18g 1-1/2in tw during use. The following information was provided by the initial reporter: "debris particles along the shaft. We had a blunt drawing up needle in its sterile packaging uncompromised and found it to have debris particles along the shaft."